Event description:
The device was returned to the manufacturer after being explanted. No information was received. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2360l pacemaker (B)(6) 1997; 1346t implantable pacing lead (B)(6) 1997. (B)(4).